Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device entered power saving mode. Followed the steps in knowledge article 000008089 - device going into sleep mode/black screen, reconfiguring power saving settings to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed a black screen during a procedure. No other information was provided about the affected procedure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, g1, h2, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-nov-2021 to 16-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device unexpectedly displayed a black screen during a procedure. The field service engineer followed steps in article ka 00008089 to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly displayed a black screen during a procedure. No other information was provided about the affected procedure. There were no adverse events or injuries reported based on this event.